Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they experienced high blood glucose of 600mg/dl which was treated with insulin pump and injection of insulin. Customer also reported that they had no delivery alarm which did not occur during prime. Customer states that no delivery was resolved on changing complete set but during troubleshooting of no delivery they experienced high blood glucose. Customer declined troubleshoot for high blood glucose. Pump will not be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window, missing end cap sticker and minor scratched lcd window.